Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Although the sequence number was not provided and both sureform 45 curved-tip stapler instruments share the same lot number, a review of the stapler log confirms that the stapler instrument with lot number: k19250918-0380 was involved in the reported event. Therefore, the review is focused exclusively on that stapler instrument. Stapler instrument with lot number: k19250918-0363 was not implicated based on the stapler log review: a review of the stapler log shows that sureform 45 curved-tip stapler instrument, (lot number: k19250918-0380), was used first, and it was installed on the system six times and fired four sureform 45 reloads (3 blue, followed by 1 white). On installs 1-3, and 6, the first clamps were successful, and the firings were each completed with no pauses for compression. On installs 4 and 5, a blue and white stapler reload were installed; however no clamping or firing was attempted on these installs. After install 6, the instrument was removed and not used again in the procedure. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted right lower pulmonary lobectomy procedure, after firing a sureform 45 curved-tip stapler instrument equipped with a sureform 45 white reload, a single staple failed to fully deploy and remained attached to the pulmonary artery (pa). At the time of the incident, the stapler instrument was mounted on universal surgical manipulator (usm) #4. As the stapler was slowly withdrawn, the attached staple pulled on the pa, and subsequent attempts to remove the instrument were unsuccessful. To resolve the issue, the robotic stapler instrument was left in place, and a third-party laparoscopic stapler instrument was introduced through an existing robotic port. A second transection was performed proximally to the initial staple line, enabling mobilization of the pa and successful removal of the sureform 45 curved-tip stapler instrument. No bleeding occurred as a result of the incident, and the procedure was successfully completed without further complications. The patient did not experience any postoperative complications.